Event description:
Event description guidant recieved information that this implantable cardioverter defibrillator (ICD) initially exhibited ventricular undersensing then ventricular oversensing and pacing inhibition.